Event description:
The distributor reported during inspection for incoming goods on (B)(6) 2017, that the mayfield disposable adult skull pins had foreign substances mixed into the bag. There was no patient contact or injury nor any delay in surgery.

Manufacturer narrative:
Investigation completed on 12jan2018. The device was not returned to the manufacturer for evaluation. However, based on the customer photo, it showed a fiber trapped in the corner of a sterile pin pouch. A random piece of debris was allowed to settle on the pin pouch before vacuum sealing and sterilization. DHR review could not be performed at this time since the serial number or lot number provided by the customer did not match integra's manufacturing records.